Manufacturer narrative:
Date sent to the FDA: 09/12/2013.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent inguinal hernia repair on (B)(6) 2013 and a topical skin adhesive was used for epidermal closure. The patient experienced a reaction at the incision site that was treated with ointment. The patient also developed skin pigmentation at the site. The surgeon opines that this was due to the skin reaction.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: gdb544, gbe894, gde521.